Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted into the device and checked the populate button and zones, finding no drawers in a yellow state. Then tested drawer opening using the tester app, but the witness unable to scan her fingerprint in another case that was later solved. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 01 and drawer 04 that held the medication hydrocodone/apap 5/325mg tab were not opening. The medications were stored in cubie 01_14 and cubie 04_01. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.